Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to complete the thumb advancer stroke was confirmed. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the investigation, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary interventional procedure. Reportedly, the sheath did not split properly. Resistance to thumb advancer advancement was felt after initial sheath splitting, outside of the patient anatomy close to the hub. The safety release mechanism was used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.